Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, hematoma, swelling and pain. The instructions-for-use supplied with the device lists hernia recurrence and hematoma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was identified and the anteromedial portion of the hernia sac was stripped down. The sac was ligated at its base and placed with perfix plug (device #1) and sutured to the pubic tubercle inferiorly¿. (B)(6) 2014 - patient was diagnosed with right scrotal swelling and testicular pain thereby underwent open repair. Per operative notes, ¿the ischemic right testis and scrotal hematoma was noted and orchiectomy was performed. (B)(6) 2020 - patient was diagnosed with recurrent incarcerated right indirect inguinal hernia thereby underwent robotic repair with 3dmax light mesh (device #2). Per operative notes, "a recurrent right indirect inguinal hernia with incarcerated omentum was identified. The previously placed direct plug was identified and left in situ. The hernia was reduced into the abdomen and placed with 3dmax light mesh (device #2) and sutured." Attorney alleges that patient had bowel obstruction, infection, loss of testicles, nerve damage, pain and suffering. It was also alleged that the patient ha right ischemic testis, large hematoma of the cord, scrotal hematoma, nonviable testis with black discoloration.